Manufacturer narrative:
(B)(4). Investigation of the returned device found that both cuffs captured the needles and the rail suture end had a clean cut, indicating successful needle deployment and suture retrieval. However, because part of the suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the puncture site to achieve hemostasis. The reported event of the suture being pulled out of the anatomy while advancing the knot could not be confirmed. During testing, the returned knot pusher was used to advance the knot of the proxy suture. The result was successful as designed. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. The probable root cause for the reported experience is applying excessive pressure to the suture while advancing the knot. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant report.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after an interventional procedure in the left anterior descending coronary artery. Reportedly, a cuff miss occurred and another proglide was used with the same result. A third proglide was used; however, the suture came out of the artery while the suture was being cut with the suture trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first and second perclose proglide devices (both part 12673-05, lot 890136h), are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received.